Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 26 cm distal to the df4 connector pin. The proximal fragment was received for analysis. The distal fragment was not returned. The conductor coil was found fractured 21 cm distal to the df4 connector pin, which is assumed to be the root cause of the reported clinical observations. Based on the characteristics, as well as the location of the fracture, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that pacing impedance out of range (>3000 ohm) was noted via home monitoring. Lead breakage was suspected. The lead was capped and replaced. A small piece of the proximal lead part was cut off.

Manufacturer narrative:
Combination product: yes.